Manufacturer narrative:
The onyx was not returned for evaluation as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the device was defective or a defect of the device during use, but rather procedure related and post procedure events and their causes were unknown. In addition, the lot history record review was not possible since the lot number was not reported.(B)(4)

Event description:
The following report was received by medtronic (covidien): during a (B)(6) study: on (B)(6) 2015, dysarthria gradually advanced in a patient and the patient had difficulty walking. A cranial computed tomography was taken and subacute right cerebellum hemorrhagic infarction was observed. The patient was treated as an inpatient. Approximately three months prior to these events onyx was injected to the tentorium part from the both sides middle meningeal artery, but the embolization stayed partial, and additional inflow from the right posterior cerebral artery and the left superior cerebellar artery was recognized and transarterial embolization by onyx was then performed. According to the MRI taken post procedure, infarction in the same perfusion area was confirmed. Two weeks post procedure the patient experienced prolonged disturbance of consciousness and exacerbation of deconditioning. Involuntary movement of the entire body also occurred, the patient's condition was initially stable and the patient was transferred to a rehabilitation facility. However, the involuntary movement and deconditioning got worse, and the amount of food intake became less. The physician determined the cause of involuntary movement and fewer amount of food intake was the sub-acute right cerebellum hemorrhagic infarction. The physician believed the hemorrhage was from the arteriovenous fistula which caused the infarction. However, the physician was unable to determine when exactly the postoperative hemorrhage occurred.